Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correctional/removal number: z-0958-2020. (B)(4). S.w version 2.9d pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 130 alarm during testing. The motor was tested outside of the device and passed.

Event description:
Medtronic received information that pump error 130 occurred. There was no adverse impact or consequence reported as a result of this event.